Manufacturer narrative:
The unit as received with operating currents within specifications. The unit passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The unit was received with a broken reservoir tube lip, broken battery tube threads, a missing end cap sticker, and minor scratches on the lcd window. The unit alarmed lost sensor connecting to the glucose sensor simulator due to a faulty x-1 on the motherboard.

Event description:
The customer called to report that she lost the transmitter since moving to a new location. The customer's blood glucose reading was unknown. Customer reported a crack on the reservoir compartment and the battery compartment. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and to return their device for failure analysis.